Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal size but consuming less food due to an intercurrent illness, which led to a blood glucose nadir of 50 mg/dl for about 40 minutes; the device functioned without alarms, and the event was attributed to an incorrect meal size announcement rather than a device malfunction. Symptoms included hypoglycemia without loss of consciousness or other complications. Outcomes included self-treatment with oral carbohydrates with return of glucose to target, no use of backup therapy, and no medical intervention or hospitalization. Investigation included troubleshooting and user education on proper meal announcements, including use of the ¿less than¿ option when eating less than usual. Investigation of this case revealed user-related use error in meal announcement as the precipitating factor, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to incorrect meal announcement during illness.